Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 7276801. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h.10.

Event description:
It was reported that prior to use with bd syringe 1.0ml 29ga 1/2in bls the outer package was damaged thus affecting sterility. The following information was provided by the initial reporter, translated from japanese to english: on (B)(6) 2020 patients with diabetes to our hospital, prescribed to instead of intramuscular injection of insulin to lower blood sugar, the use of disposable sterile insulin syringe extraction unit intramuscular injection, the nurse to give patients a minute found syringe outer packing damage, immediately to change with the new syringe and replace normal patients after intramuscular injection drug

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with bd syringe 1.0ml 29ga 1/2in bls the outer package was damaged thus affecting sterility. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2020, patients with diabetes to our hospital, prescribed to instead of intramuscular injection of insulin to lower blood sugar, the use of disposable sterile insulin syringe extraction unit intramuscular injection, the nurse to give patients a minute found syringe outer packing damage, immediately to change with the new syringe, and replace normal patients after intramuscular injection drug.